Event description:
It was reported that the patient presented to the emergency room due to 4 inappropriate shocks. Oversensing, high impedance, and an apparent fracture were also noted. The lead was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: distal conductor fractured; full lead returned for analysis. Attorney later alleges patient "suffered physical and other injury as a result of the recalled lead" and "in 2008, (patient) died as a result of complications, due in part, to his defective sprint fidelis lead, model 6949. Prior to his death, in 2007, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention for his defective sprint fidelis lead" and "has sustained severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. (Patient) died as a direct and proximate result of defects" in lead and "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy." Review of manufacturer's database verified patient's death and that the sprint fidelis lead was not in use at the time of patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.